Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2014. It describes the occurrence of pregnancy unk if in uterus, possible ectopic and device ineffective in a (B)(6) year old female pt who had essure (fallopian tube occlusion insert) inserted. No info given on pt's history, past drugs and concurrent conditions. It is not reported whether the pt received any concomitant medication. On (B)(6) 2013, the pt had essure (fallopian tube occlusion insert) inserted at unk for permanent sterilization. On (B)(6) 2014 reporter stated that pregnancy was diagnosed however it was unk if in uterus, possible ectopic. Reporter was also unk how far along the pregnancy was. Further pt testing was in progress. On (B)(6) 2013, a confirmation test was positive. Essure was not removed and outcome of events was ongoing. Reporter causality was not reported. Follow up info received on (B)(4) 2014: no lot number provided and no device returned. Follow up info received on (B)(4) 2014: physician's office confirmed they received questionnaire and will answer as soon as possible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.